Event description:
It was reported that the patient had a loss of therapeutic effect. She stated that she had fairly good success from when it was implanted in (B)(6). She then got ¿tangled up with some other stuff with her bowels and was trying to correct the solidness in her bowels. Finally her bowels got corrected around and got flipped over to the constipated side and she was still loosing some hard form stools and not able to push out adequate amounts at a time.¿ during this time the patient had leakage for quite a while, even though she had turned it up. It was set on 3 and she turned it up to 4.3, but was still having leakage problems. Then on (B)(6) 2014, the patient needed to turn the device off for a head MRI and left it off for a day and a half because she noticed it was easier to pass stool and she was not having much leakage. When she started having solid stools she turned it back on at 3.3, because 4.3 was too much. Since decreasing to 3.3 the patient had been having more constipation problems, so she turned it off about a week and a half prior to the report. However, she was still having a lot of constipation problems and not getting much success. The patient intended to turn the stimulation back on when she sees her doctor the week after the report. Additional information received reported that the patient received assistance and their concerns were resolved on (B)(6) 2014. However, the patient also stated that they were still having concerns with their device or therapy, but they were working with their manufacture representative and doctor. The next appointment was on (B)(6) 2015 or "sooner if needed." It was reported the patient had a loss of therapeutic effect. The patient experienced discomfort in the rectal area that felt like skin irritation and bladder leakage. The patient was implanted for bowel issues. The patient also experienced a urinary tract infection (uti). The leakage started a month and a half after the uti did not clear up. The patient had turned their stimulator off accidentally. A week prior to call, the patient adjust stimulation twice. Stimulation had been adjusted too high, so they turned it down. The patient had greater than fifty percent reduction in symptoms prior to issues starting. One of their programs did not work well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0dzcv, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).